Event description:
It was reported that approximately three years after implant the patient presented for a pocket revision due to the device slipping laterally under left arm. The pocket was opened and found purulent fluid. The implantable cardioverter defibrillator (ICD) was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 0185, competitor lead, (B)(6) 2007; 4542, competitor lead, (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were identified that required full analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.